Manufacturer narrative:
This report is submitted on october 31, 2022.

Event description:
Per the clinic, the patient required an MRI. The device was explanted on (B)(6) 2022. The patient was re-implanted with a new device.